Manufacturer narrative:
The customer's complaint of a crack and leaking filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported multiple occurrences where the tubing cracked and leaked at the filter during use. There was no report of patient harm.